Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused atrial fibrillation and a cyst on the brain. The patient did receive medical intervention which required hospitalization and cardioversion. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.